Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the pediatric ward, after two days of the catheter being inserted, the physician found a leak from the extension line of the distal lumen at around 3 cm from the junction hub. The catheter was removed and since treatment was almost complete, the catheter was not replaced. It is unk if the catheter was flushed prior to use. The insertion site is unk. There are no reported pt injuries, complications or death. The outcome of the pt is noted as "good".